Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urgency frequency, urge incontinence. Patient's mother stated that the patient is in the hospital as she went numb through her whole body. There were no further symptoms or complications reported or anticipated.